Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: it is unknown why the revision surgery was performed. There was no report of nonunion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. This report is for thirteen (13) unknown screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown. The reported device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 address non-union of a proximal humeral fracture. During the revision procedure, one (1) unknown plate and thirteen (13) unknown screws were explanted. There was no report of malfunction associated with the explanted devices. A reaming procedure was performed during this surgery. The patient was revised with a longer unknown plate and twelve (12) unknown screws. The original date of implant is unknown. The revision surgery was successfully completed with a fifteen (15) minute delay due to an instrument issue not related to the reported implants. Please see related (B)(4) which addresses and reports an intraoperative event associated with the revision surgery. The patient was reportedly stable postoperatively. This report is for thirteen (13) unknown screws. This report is 1 of 2 for (B)(4).